Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer successfully reset the pump with assistance from technical support and was advised to monitor for any recurring malfunction codes, with the option to call back if issues persisted. The customer was able to continue using the pump without further incident.